Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400¿s mg/dl. The customer no symptoms and treated by changing the set and blousing with the insulin pump. Customer's blood glucose value was 440 mg/dl at the time of the call. Customer reported that the high blood glucose levels began may 10, 2017. The customer changed the infusion set and blood glucose went up to 180. The customer changed the infusion set that night and the cannula was bent, he changed the infusion set once again and the cannula was bent. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. The insulin pump passed the high pressure test. The product was not returned for analysis.